Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device(s) referenced in b5 is being filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in bilateral (right and left) common femoral arteries was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a percutaneous endovascular aneurysm repair procedure. Reportedly, a cuff miss was noted with six proglide devices. Two proglide devices were successfully pre-placed at one access site, the sheaths were upsized to 16fr and the two sutures were used after the interventional procedure to achieve hemostasis on one side. A cutdown, using surgical suturing, achieved hemostasis at the other access site. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.